Event description:
Foley catheter balloon ruptured after insertion and inflation. Only follow-up treatment required was removal of the ruptured balloon foley catheter and insertion of new balloon catheter. This ws done in recovery room. No known balloon fragments remained in the bladderdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was not destroyed/disposed of.